Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that "a pcu and lvp was used on a patient. Was suppose to be programmed for 1 bolus then a drip over time. It was said that the patient received 2 bolus then a drip over time." There was no patient harm.